Event description:
The customer reported the need to replace the internal paddles. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.